Event description:
The customer complained of the insulin pump alarming motor error. Troubleshooting was performed, and the displacement test could not be completed due to an alarm occurring on the insulin pump. The customer was advised to revert to a backup plan to treat his diabetes.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed due to the motor encoder signal being out of phase.